Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl. Technical support instructed caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. Caller was able to reload the original cartridge and resume insulin therapy without further issues. Issue was resolved.